Manufacturer narrative:
It was reported to philips that the device malfunctioned. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty therapy pca, therapy capacitor, processor pca, and battery. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca, therapy capacitor, processor pca, and battery. The customer was advised to replace the therapy pca, therapy capacitor, processor pca, and battery to return the device to working condition, however the quote expired. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted. H3 other text : the quote expired and the customer was unable to be contacted to investigate the issue further.

Event description:
It was reported to philips that the device malfunctioned. There was no reported patient involvement.